Event description:
It was reported that a patient had high lead impedance. During surgery, the surgeon tried reinserting the lead pin into the generator, but there was still high impedance. The surgeon did not test the old generator with the test resistor. The surgeon then replaced the lead and there was still high impedance. The surgeon replaced the generator and impedance was then within normal range at this point. The suspect product has not been received by manufacturer to date. No other relevant information has been received to date. This MDR houses the report of high impedance on the patient' s old lead. MFR ref #1644487-2022-00764. Houses the report of high impedance on the patient' s old generator.

Event description:
Product analysis was later completed on the explanted generator. The internal data showed that the first date of high impedance was prior to what was initially reported.

Event description:
It was later reported that x-rays of the thorax were normal and emg was also normal. There was no history of trauma and there was no pain or any incident mentioned by the patient. During the surgery, they tried re-inserting the pin after getting high impedance with the new lead and old generator but impedance was still high. They ran system diagnostics at each point and did not just re-interrogate. X-rays have not been reviewed by manufacturer to date.